Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01527. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. It was reported that the patient underwent an excision of sling and repair of urethrovaginal fistula due to erosion on (B)(6) 2011; removal of sling due to erosion (B)(6) 2011 and repair of bladder and urethra in (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.